Event description:
As reported by the edwards field clinical specialist, moderate-to-severe paravalvular leak (pvl) was noted post valve deployment. Post dilation was performed, which resolved the pvl but caused central aortic insufficiency (cai). A second 26mm sapien valve was subsequently deployed within the first valve, which resolved the cai. The patient was noted to be in stable condition at the conclusion of the procedure. The native annulus diameter was 26mm by tee. The native annulus was severely calcified. The first sapien valve was implanted in a 50:50 position across the native aortic annulus. The coaxial alignment of the valve and delivery system and image intensifier angle were both described as good. The second sapien valve was implanted slightly more ventricular than the first valve. Per report, the implanting physician concluded that the pvl was due to the size of the sapien valve in comparison to the native annulus (26mm sapien valve in a 26mm annulus). The cai was reportedly caused by the post dilation.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, paravalvular leak is a potential adverse event associated with bioprosthetic heart valve and the transcatheter aortic valve replacement (tavr) procedure. The edwards sapien retroflex 3 transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. In addition, the patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to paravalvular leak, including device malpositioning, inaccurate measurement of the native valve annulus, improper valve sizing, and uneven distribution of calcium on the native valve. In this case, per the implanting physician, the pvl was due to the size of the sapien valve in comparison to the native annulus (26mm sapien valve in a 26mm annulus). Additionally, the native annulus was noted to be severely calcified which could have contributed to the pvl. The cai was reportedly caused by the post dilation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.